Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device was received and evaluated. Visually, the device appears worn and the reset button was missing. The foot pedal was mated with a vapr vue test generator. An s90 electrode was connected to the generator and submersed in a container of saline. When the cut and coag pedals were activated for three minutes each, the electrode worked as intended. This procedure was repeated several times to ensure continuity of function and therefore this complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed similar and dissimilar other field issue complaints for this lot released to distribution. None of the complaints were resulted from a design or a manufacturing defect. The lot is 4 years old and all the complaints were a result of field wear issues due to heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep reported that the foot switch was not working and was missing the button in the middle. The sales rep reported the surgeon was able to use a like device to complete the procedure. The sales rep reported that there was no delay and no consequences. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.